Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 125 ohms, which had gradually increased over the past year. Technical services (ts) discussed troubleshooting options, and it was noted the patient would continue to be monitored. No adverse patient effects were reported. The lead remains in service.